Manufacturer narrative:
The manufacturer internal reference number for this event is comp (B)(4) reference cover letter in attachments re: retrospective submission of medical device reports (mdrs) following bio tissue holdings inc. FDA inspection concluding on 02/18/2026 (fei (B)(4) the attached medical device report, is being submitted as part of the actions taken by bio tissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 02/18/2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 02/18/2026. We respectfully request that FDA accept this retrospective MDR as part of our commitment to address the observation, perform corrective action, enhance regulatory compliance, and continuous improvement.

Event description:
On (B)(6) 2025 a physician placed a prokera slim onto the left eye of a patient for treatment of superficial punctate keratitis (spk, 3+) and neurotrophic keratitis (nk). The device was rinsed thoroughly prior to placement to remove the storage medium. A topical anesthetic was applied prior to device insertion and a light pressure patch (gauze under tape) was placed over the eye after device placement. It was noted by the physician that the device was tight fitting on the patient's eye. The patient was scheduled for device removal the afternoon of (B)(6) 2025. On the evening of 24sep2025 the patient began feeling pain prior to sleep. On the morning of (B)(6) 2025, the patient returned to clinic early due to increased pain and photophobia. The device was removed with forceps and the eye examined. Exam noted subconjunctival hemorrhage around the eye, more concentrated inferiorly where the device ring had sat on the eye. The eye appeared chemotic (swelling of eye surface membranes) with brown/yellow discharge and the eye appeared blood red. No vision loss or anterior chamber reaction occurred, and no infiltrates were noted. At this time, the physician prescribed an antibiotic/steroid combination ointment (maxitrol) to be applied 4x daily for a period of one week. Discussion with the treating physician indicated that the device had been tight fitting on the eye and the physician suspected this incident was due to the patient's eye shape, which resulted in a tight fit with the device. The patient was noted to be compliant with treatment and denied any rubbing of the eyes. Follow-up on (B)(6) 2025 noted improvement of symptoms with some lingering pain/photophobia. Inferior grade 2+ chemosis (improved from day before without infiltrates) and scattered spk (grade 1+) were observed. The physician maintained the maxitrol antibiotic/steroid combo ointment and added systane pro preservative-free artificial tears (2-4x daily), and autologous serum drops (ast 40%, 2-6x daily). Cold compress and ibuprofen were recommended as needed for pain. The autologous serum drops were for both the treated and untreated eye to address the initial indication of spk/nk. Patient seen on 02oct2025 with pain relieved, further symptom improvement noted with redness and mild itching present. Exam noted improvement in subconjunctival hemorrhage (grade 1, no chemosis). Spk was less confluent and less fine. Intraocular pressure in the affected (left) eye was elevated (33). Maxitrol ointment was tapered to 2x daily for 6 days, then 1x daily for 6 days. The physician stated she would closely monitor the patient's iop as she may be a potential steroid responder.